Event description:
It was reported that a pt underwent a balloon kyphoplasty procedure at level l1 on (B)(6) 2010. Post procedure, the pt stated that the original pain associated with the fracture was gone, however, still experiencing pain from the procedure. She is unable to sit, stand, walk, bend or twist due to pain. It was noted that the pain goes from the si joint to the waist and across the waist. Reportedly, there were no complications reported for the procedure, which was confirmed by cat scan performed on (B)(6) 2010. No additional info was reported.

Manufacturer narrative:
Method: device not returned; followed up pt.